Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) exhibited symptoms of lightheadednes and dizziness. Upon being hooked up to a monitor, the atrial electrogams (egms) were flat, the ventricular egm was below the lower rate limit (lrl) and there were no markers. It is reported that the device is getting near to an elective replacement indicator (eri), but not at eri. The monitoring voltage is 2.59. There is no reported charge time, but 4 months ago, it was 14.6 seconds. The patient was in atrial fibrillation, but did not appear to be pacing at the fallback rate. There are no real time electrograms that were run when the patient was having symptoms. Noise was not able to be produced with troubleshooting maneuvers and there no out of range lead measurements.